Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.6. And h.10. The illuminator was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Auxiliary illuminator received for evaluation. The sample evaluation found the returned sample to meet specifications. The root cause of the reported event ¿illumination issue¿ is attributed to "internal component failure". However, which component caused the issue, remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming illuminator module was replaced to resolve the issue with the illuminator. The company service representative replaced the laser footswitch to resolve the issue of laser switching back to standby. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the illumination issue can be attributed to a nonconforming illuminator module. The root cause of the reported event of system going into standby can be attributed to a nonconforming laser footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical technician reported the unit goes to standby when using the indirect headpiece and lamps 1 and 2 are out. Additional information has been requested.